Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken tines. The device was found to be clean and in good condition. Upon close examination of the end effector, it was observed that both tines of the anvil portion of the staple remover were broken off. The trigger was actuated and it was observed that the crown bender actuated correctly and was in proper alignment with the anvil. No other defects were observed. There is no apparent evidence as to why both tines are broken. If one tine fails during the staple removal, the forming load will not be transferred to the remaining tine, so a cascading failure is unlikely. Dropping the device on the floor or hitting the end effector could cause both tines to fail simultaneously; however, there is no specific evidence to support this failure mode. No lot or batch numbers were received. Therefore, no batch record review could be completed.

Event description:
It was reported that during a laparoscopic hernia procedure, one of the three teeth broke off and was retrieved. It is unknown how the procedure was completed. No adverse consequences reported. No other details are available.